Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not find a cause. He checked the sample probes and pipettors which were acceptable. The customer ran ise calibration and qc with results within specifications.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium result for one patient sample from the cobas integra 400+ analyzer. The initial result was 148 mmol/l and the repeat result was 142 mmol/l. The questionable result was not reported outside of the laboratory. The sodium electrode lot number was 21594647 with an expiration date of 21-aug-2020.